Event description:
A user facility reported on a patient placed on extracorporeal membrane oxygenation support with the novalung console. The p1 pressure did not make sense clinically at +433. The integrated pressure sensing connecting cable was replaced and measurement went to -50. The original cable was suspected of being damaged. The cable was tested by moving to p3 to assess it's accuracy and p3 measurement changed from 132 with it's original cable to 437 with the cable that had been in p1. There was no resulting patient serious injury. The complaint sample was available for product investigation and a ship kit has been sent to the facility.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.